Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. The peritonitis was manifested by abdominal pain and cloudy pd effluent. On an unreported date, the patient was hospitalized for the event. On an unreported date, the patient was treated for the peritonitis with unknown intraperitoneal and intravenous antibiotics. On the same day as the receipt of this report, the patient was discharged from the hospital, the peritonitis was resolved and the patient was recovered from the event. At the time of this report, dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.